Manufacturer narrative:
Reader (B)(4) has been returned and investigated. Performed visual inspection on the reader and no issues were observed. Downloaded the isf log using approved software. Performed analysis of glucose value graph. All alarms presented were for glucose values outside of the threshold range. Issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 reader. The customer observed that the low glucose alarm failed to trigger and as a result, was not notified of decreasing glucose and became incoherent and "ended up on the floor." The customer was taken to the hospital and provided IV glucose and food to eat for treatment of hypoglycemia and also had a CT scan performed. There was no report of death or permanent injury associated with this event.